Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the 88psi pressure regulator for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met product specs. A visual assessment of the returned 88psi pressure regulator did not reveal any nonconformity. The 88psi pressure regulator was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that during surgery a system message was displayed indicating low or no air supply pressure source. The system was exchanged with less than a 10 minute delay and the surgery was completed. No harm to the pt was reported.